Event description:
It was reported "stain at the tip of the scope." The issue found at preparation for use. The device was replaced and the intended procedure was completed with similar device. No delay in the procedure; no harm was reported. No patient harm; no user injury reported. Device evaluation found foreign material exiting from the channel. This report is being submitted for foreign material observed to be exiting from the device channel. This condition is caused by insufficient cleaning (handling issue).

Manufacturer narrative:
Address- full address name of the facility (B)(6). The subject device was received and evaluated. Device evaluation found foreign material exiting from the channel, noted to be attributed due to insufficient cleaning, handling issue. Furthermore, the following defects were identified during device inspection: low angulation noted, knob (control knob) play noted. A-rubber (bending manipulation) glue peeled off. Objective lens (ob) lens has scratches. Protector (boot) damaged. Light guide (lg) bundle broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.